Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. Product ID: 37081-40, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: extension. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported through a manufacturer representative that they had experienced a return of symptoms. Impedance testing was performed and found that all impedances were >10000 ohms. A revision procedure was performed as a result of the event. During the procedure the patient's implantable neurostimulator (ins) was disconnected from the extensions and the extensions and lead were tested directly with a trialing cable and external neurostimulator (ens) and were found to have impedances still >10000 ohms. The patient's lead was then tested alone and it was found the impedances were normal and the lead alone was ok. The extensions were replaced at that time and it was found that when the lead and two new extensions were tested with the ens and trialing cable that the impedances were normal. The lead and two new extensions were then connected to the patient's ins and further impedance testing was performed; it was found the patient's system impedances were normal at that time. As a result of the impedance testing during the revision procedure, it was concluded the "two extensions were out" and it was noted that "it was visible with one." It was unknown whether the issue was resolved at the time of report.

Manufacturer narrative:
All conductor wires were fractured 5.6 cm from the distal end of the extension (serial number (B)(4)). The outer insulation was pinched and approximately 1 cm of body insulation tubing slid out of the transition sleeve. The method, result and conclusion codes have been updated for the extension (serial number (B)(4)).

Manufacturer narrative:
The conclusion code of the extension (s/n (B)(4)) has been updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.